Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced due to battery depletion. It was stated the patient¿s physician thought the explanted activa ins ¿had a much shorter battery longevity than kinetra had.¿ it was noted there was ¿no direct assumption of a product malfunction¿ and that the physician ¿wanted to have a longevity estimation based on the programming settings during the implant duration¿ and have it compared to kinetra. It was stated there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Impedance testing conducted on (B)(6) 2012, (B)(6) 2013 found unipolar electrode 0 to have impedance values of 2166 ohms, 2040 ohms, and 2154 ohms respectively. It was noted these impedance values were higher than the normal range. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).